Event description:
Covidien customer service engineer (cse) reported that the 840 ventilator had an erratic display. The ventilator was not in use on a patient at the time the malfunction occurred. The (cse) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb) and backlight inverter printed circuit boards (pcb). The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).